Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A partial lead was returned in three pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was in stable condition and recovering.